Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. Insulin pump passed all operating currents tested with in the specification range and passed off no power test. No unexpected battery out limit noted. Insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
It was reported via phone call, that the customer received a battery out limit alarm. It was also reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose level at the time 128 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.